Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tears on front cover and enclosure. Electrical safety test was performed and the reported problem was duplicated. The root cause of the reported issue was unable to determined, multiple components could be involved. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device had a ground fault. No patient injury was reported.